Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio alerts on the g6 mobile application were received. The patient reported that they did not receive an audio or vibration alert from her tandem pump or g6 mobile application prior to a hypoglycemic event. They stated that the tandem pump will usually alarm non-stop when their blood glucose drops below 85 mg/dl (80 mg/dl on the g6 app). She stated that she passed out, her parents found her and called emergency medical services (ems). Ems tested her blood glucose (bg) which was 15 mg/dl, administered glucagon and transported her to the hospital. She was hospitalized thursday through saturday with a diagnosis of pneumonia. Friday evening, she was able to start using the tandem pump again and it functioned normally. Her pump showed that on wednesday, her insulin basal dose was 16.25 units and bolus dose was 3.11 units. On thursday, her insulin basal dose was 46.12 units and her bolus dose were 0 units. At the time of contact, the patient was doing okay. Data was provided for evaluation. The allegation could not be confirmed. The probable cause could not be determined. No additional patient or event information is available.